Manufacturer narrative:
A ge service rep performed an on site investigation. The filament was calibrated during the service call. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
It was reported the system displayed a filament regulator error message during a procedure with pt involvement therefore, this is a possible aro. There are no reports of pt injury or death associated with this event.